Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
An alarm was noted in the history due to a corrupted history file. The insulin pump passed the displacement test and the self test. A constant reset error alarm was noted after a battery change due to a broken solder joint on the interface board. The insulin pump had a cracked display window, a cracked case at the display window corners, a cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a cracked belt clip slot.

Event description:
The customer reported that the insulin pump alarmed multiple unexpected restart. Troubleshooting was done. It was found in the alarm history that insulin pump alarmed unexpected restart, displayable history crc check failed on start up and external ram crc error. Customer stated it happens each time he changes the battery during normal use. Advised the customer the insulin pump would be replaced. The customer was advised that he may continue to wear the insulin pump until replacement arrives. The time and basal settings were not verified with the customer if there were maintained. No further information provided.